Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. The volumetric accuracy was performed and device failed the first test with original piston foam, passed the second test with pal test article piston foam installed and then failed the third test with original piston foam reinstalled into the piston. The device passed temperature verification. External and internal inspection were performed and revealed no problems. The device was connected to the pc tester via connector j1 on the back of the device. The ftc and crt commands were executed several times and no problems encountered. The crt verified that the device pneumatic system functioned normally. Device passed the seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. An inspection was performed on the door and piston. This inspection revealed the piston foam was disintegrated. The cause was determined to be disintegrated piston foam. Scrap piston foam. The device was sent to service.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. Rite test failure found by service personnel during evaluation, no patient involved. After review of the (B)(4) system, the customer discontinued use of the device due to: transplant.